Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing, high impedance measurements, and high threshold measurements. It was also reported that "n/r" was seen for right atrial (ra) and right ventricular (rv) impedance measurements. Technical services (ts) reviewed that pacing was needed to determine impedance measurements, and suggested doo mode in order to force pacing. The rv lead was explanted and replaced. During rv lead revision, both the ra and rv leads were damaged and replaced. It was also noted that the pacemaker had reached elective replacement time (ert), and was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported. The leads were discarded after explant and will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing, high impedance measurements, and high threshold measurements. It was also reported that "n/r" was seen for right atrial (ra) and right ventricular (rv) impedance measurements. Technical services (ts) reviewed that pacing was needed to determine impedance measurements, and suggested doo mode in order to force pacing. The rv lead was explanted and replaced. During rv lead revision, both the ra and rv leads were damaged and replaced. It was also noted that the pacemaker had reached elective replacement time (ert), and was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported. The leads were discarded after explant and will not be returned for analysis.